Manufacturer narrative:
Pr 11575129 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f26. H10: the lot number for the device was provided. The device history records are currently under review. Photos were provided and review is currently underway. The device has not been returned for evaluation the investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Screw portion of needle found loose. Jamshidi screw does not hold it. Used new needle to complete the procedure. Date of occurrence - (B)(6) 2025. No injury reported. Received an email response from complainant for information. Answers added in follow up tab. Refer email attached. Did the event involve a patient or user, either directly or indirectly?----yes was the needle detached or broken inside the patient's body?¿yes, while doing the procedure did the leak occur from the tip of the cannula?¿no, while pushing the needle trocar moved outside the cannula was the leak observed around the luer connection during aspiration?--no according to the provided document, "exposure to blood/bodily fluid - yes, blood during the procedure."--yes was the blood exposure on the hands, face, or eyes?--no were the physicians wearing gloves?--yes was any medical intervention required, including diagnostics, procedures, or treatment delays?¿no, used new needle is there a sample available that shows the reported issue?--no 01-mar-2025 - received an email response from complainant for information. - was the needle detached? ---yes - if yes, was the whole needle assembly dethatched?¿--trocar got detached - was the needle broken inside the patient's body?--no - if yes, how was the broken piece retrieved from the patient/procedure?

Event description:
Screw portion of needle found loose. Jamshidi screw does not hold it. Used new needle to complete the procedure. Date of occurrence - 13th feb 2025. No injury reported. Received an email response from complainant for information. Answers added in follow up tab. Refer email attached. Did the event involve a patient or user, either directly or indirectly? ----yes was the needle detached or broken inside the patient's body? ¿yes, while doing the procedure did the leak occur from the tip of the cannula? ¿no, while pushing the needle trocar moved outside the cannula was the leak observed around the luer connection during aspiration? --no according to the provided document, "exposure to blood/bodily fluid - yes, blood during the procedure."--yes was the blood exposure on the hands, face, or eyes? --no were the physicians wearing gloves? --yes was any medical intervention required, including diagnostics, procedures, or treatment delays? ¿no, used new needle is there a sample available that shows the reported issue? --no 01-mar-2025 - received an email response from complainant for information. - was the needle detached? ---yes - if yes, was the whole needle assembly dethatched? ¿--trocar got detached - was the needle broken inside the patient's body? --no - if yes, how was the broken piece retrieved from the patient/procedure?

Manufacturer narrative:
H10: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, no disconnected component was observed at sample. The screw component (blue one) was not observed loose. No defects were observed at sample. Based on the visual inspection performed, the failure mode could not be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information a probable root cause for this reported failure mode could not be established since it was not provided enough information to fully investigate this incident. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.